Event description:
It was reported that when advancing the subject coil within the microcatheter, resistance was encountered in the shaft. The coil was retrieved with the entire microcatheter and found to be stretched. It was found that the subject coil prematurely detached within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.